Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows two circumferential fractures at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, at 14,714 joules, the aiming beam fired straight out of fiber. The fiber was exchanged. With the second fiber in use, at 3,933 joules, it was reported that the aiming beam fired straight out of fiber. The fiber was exchanged and the procedure was completed utilizing the third fiber. Patient outcome ¿ok¿ reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4).